Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was an error while using IV set an122 w/o pump t-type. This occurred on 5 occasions. The following information was provided by the initial reporter: error when using infusion pump.

Event description:
It was reported that there was an error while using IV set an122 w/o pump t-type. This occurred on 5 occasions. The following information was provided by the initial reporter: error when using infusion pump.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-06. H6: investigation summary: 4 samples were returned to sbdm, lot number is 2102041. From investigations, sbdm inspected the complaint sample & house samples, found that there was no alarm (no issue) by using pumping machine. However, we found that the surface condition of the complaint sample was rougher than retention samples. And it was occurred by temporary malfunction of the air regulator of extruding machine or operation mistake by line workers. In conclusion, we assume that the bad condition of tube surface on the complaint sample caused alarm on the customer`s i.v set pumping machine. Sbdm review the manufacturing record of complaint sample (lot no. 2102041), there is no issue while manufacturing.